Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The product was subsequently provided. This report has been updated to reflect the corrected information. Sample was received for evaluation. The sample was visually inspected and biological debris was noted inside the valve as well as needle holes in the needle chamber. The valve was hydrated and the valve was tested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and no occlusions were noted. The valve was leak tested and the only leak was from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The silicone was cut just after the valve casing and the cam mechanism was moved. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification. There was biological debris was found on the cam mechanism, and on the base plate. The cam magnets were controlled per process and the magnets passed. The root cause for the programming problem is due to the biological debris found on the cam mechanism. The manufacturing records were reviewed, and no anomalies were found. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- unknown part number, attempts to obtain product were unsuccessful, UDI unavailable multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported, an unknown hakim valve was implanted on an unknown date. After implantation, the doctor ordered an x-ray picture. The ventricle was not becoming smaller, therefore a revision surgery took place with a second one implanted.